Event description:
The complainant reported that clinicians performed the therapeutic implant (date of procedure unknown) of a pasv tunneled central catheter in a patient (age and gender unknown). During the procedure, as the clinicians were pulling the catheter through the tunnel, it broke. The device was successfully replaced and the complainant reported that there was no adverse affect on the patient as a result of the reported problem. Several attempts were made to obtain additional event information. All attempts were unsuccessful.

Manufacturer narrative:
This device has been received by this manufacturer and is currently being evaluated by the manufacturer. Therefore, a failure analysis is not available at this time and the determination if the device met its specifications is pending completion of the investigation. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directorions for use outline appropriate placement, access and maintenance procedures.